Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion. The right ventricular (rv) lead exhibited high thresholds, rising thresholds, rising impedance, oversensing, and was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that no conductor fracture was observed. But visual inspection found the drive shaft lug stuck behind the retraction stop. It indicated the helix was over-retracted. According to the analysis results and due to the length of implant, it is likely that the helix was lack of connection to the heart at implant. It may contribute to the electrical complaints. If information is provided in the future, a supplemental report will be issued.